Manufacturer narrative:
Initial reporter's phone number was not provided. The device was returned for a stripped code. Reliability engineering evaluated the device and observed that the device cord had a cut exposing the wires. The cut in cord is consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the wires on the foot control device had a stripped cord. During in-house engineering evaluation, it was observed that the cord had a cut exposing the wires. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.